Manufacturer narrative:
Corrections based on new information.

Manufacturer narrative:
Please see the attached file for the results of our investigation. (B)(4).

Event description:
It was reported that patient had revision surgery on (B)(6) 2017 due loosening of the baseplate on the medial side, negative for infection. Surgeon additionally noted necrosis on medial side.